Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is 1 of 3 submitted for this complaint (article). Reference mfg. Report numbers: 2015691-2020-11074, and, 2015691-2020-11077.

Manufacturer narrative:
Bibliography: amr s. Gamal, s. A. (2019). Outcomes of direct flow medical vs sapien 3 transcatheter aortic valve devices. Journal of cardiovascular translational research, 09948-4. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented and written by edwards in a clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is insufficient information to confirm the cause of the reported events. It is possible that the reported conduction disorder was caused by the mechanism explained in the technical summary mentioned above. There is no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A retrospective single center study was published in a european journal article, ¿outcomes of direct flow medical vs sapien 3 transcatheter aortic valve devices". The study time frame was between february 2014 and august 2016 and 998 patients received the s3 valve at the center. The study aimed to compare the safety and efficacy of the direct flow medical (dfm) valve with the more established sapien 3 (s3) valve in transfemoral tavi high-risk aortic stenosis (as) patients. The following events occurred in the sapien 3 group during the study: 5 patients experienced a vascular injury immediately, 3 new conduction abnormalities, 1 ischemic stroke up to discharge, 9 patients with mild to moderate valvular aortic regurgitation, and 49 patients with mild to severe mitral regurgitation. This complaint represents the 2 patients who experienced a new conduction abnormality post implant of a s3 valve requiring a ppm.